Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm did not work. The bed was located on 4 wkllman 432 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the alarm pc board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the alarm to resolve the issue. Based on this information, no further action is required.